Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/26/2015 with the following findings:a review of the black box was unable to verify a time/date reset issue. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 513mg/dl with fatigue, extreme thirst, frequent urination, aches, and symptoms of dehydration associated with the time and date reverting to default settings when the battery was removed from the pump for less than 24 hours. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The alleged time/date reset issue had reportedly been occurring since 05/01/2014. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged time/date reset issue.

Manufacturer narrative:
The alleged is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.